Event description:
Information received from the field notes that the patient experienced muscle stimulation. Loss of ventricular capture and <200 ohms impedance were noted. The output was increased to 7.0v in order to capture and sense thresholds had risen to the device's limits. Undersensing was noted in the bipolar configuration.